Event description:
The surgeon observed on hte x-ray that the nail was broken. Pt was revised with a short camma nail.

Manufacturer narrative:
Additional info has been requested and if received will be supplied on a supplemental report.